Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The patient was in the intensive care unit for approximately seven days. No additional patient or event information is available.

Event description:
It was reported that a sensor failure during warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient experienced nausea, vomiting and irritation. The patient´s husband took the patient to the hospital due to the symptoms she was experiencing. At the hospital they took a blood glucose reading which was 760 mg/dl and the patient was treated with insulin shots and anti-nausea medication. The patient was admitted to the intensive care unit (ICU). At the time of the report the blood glucose reading was 105 mg/dl which was taken by the doctor and the patient was still at the ICU, she didn´t had appetite, experiencing nausea and she was sleeping a lot. There is no documentation when the patient was discharged. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.